Event description:
The event occurred on (B)(6) 2014 when the patient underwent a surgical procedure to remove fragment of his own lens that was still in place following initial cataract surgery on (B)(6) 2014. During this procedure, while the corneal wound was being irrigated with sterile saline, the anterior chamber cannula tip on a 3ml luer lock syringe unexpectedly came off and went into the anterior chamber, through the iris, and through the sclera. The cannula was removed and accounted for. There was hemorrhage from the iris noted in the anterior chamber. This required the conjunctiva to be opened and light cautery for hemostasis was performed.